Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient was having a lot of pain and problems associated with the pump not working and inquired if they could request a company representative (rep) to interrogate the pump. It was reported the patient had been having some trouble for a little bit. It was reported that part of it was due to the patient being sick with an infection but that was taken care of, and now it was like their spasticity and muscle issues have increased, which usually meant that the pump was turn off or that it could be due to magnetic resonance imaging (MRI). It was confirmed that they did not hear the pump alarming but stated that any other time they have had issues usually due to MRI the patient had never heard the pump alarm. It was reported that the patient's assisted living was mitigating the pain with other pain medications and would discuss with their healthcare provider (hcp) on monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.